Event description:
It was reported that customer pump displayed malfunction alarm code 12, with no notable events occurring before issue and fault details unavailable because customer reset pump. There was no adverse impact to the customer¿s blood glucose level. Customer switched to multiple daily injections as backup therapy, was provided replacement pump under warranty, was instructed to place malfunctioning pump in storage mode and return it using prepaid label, and was advised to enter pump settings and reconnect continuous glucose monitor on replacement device, which customer understood and acknowledged.